Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported issue of second column on keypad is inoperable which was reproduced. The cause was determined to be the keypad which had failed. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second column of keys on the keypad of a spectrum pump were inoperable during programming in the biomedical services area. There was no patient involvement. No additional information is available.